Manufacturer narrative:
Patient information: no specific patient information was provided. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely decreased ivancomycin results on one patient from three different specimens drawn on different days. The results provided were: on (B)(6) 2021= 4 ug/ml / on (B)(6) 2021=6 ug/ml /on (B)(6) 2021=3 ug/ml there was no reported impact to patient management.

Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review for architect ivancomycin reagent lot 01621b000. Trending review determined no adverse trend for the issue for the product. Return testing was not completed as returns were not available. A review of historical data revealed no trends, systemic issues, or related nonconformances. Device history record review did not identify any non-conformances or deviations with the complaint lot and complaint issue. Manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the architect ivancomycin reagent lot 01621b000.h11: section g1 contact information was updated to reflect the current contact siobhan wright, longford, ire.